Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration) 6 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the pump was "beeping" and no one will turn the beeping off. The beeping was crazy and woke him up at night. The patient was due to have the pump filled last week. The patient missed a scheduled refill. The patient experienced pain in his arms and legs and stated he will go through with drawl soon. The managing physician dismissed the patient because he tried to commit suicide two weeks ago. The patient and his girlfriend were breaking up and he was about to become homeless. The patient attempted "self-induced euthanasia". The patient said he is of sound mind and only did it because he was afraid he was going to be homeless. The patient¿s girlfriend was letting him stay with her till her sisters from iowa come and get him. The reporter was provided with physician listings. The patient¿s girlfriend called all the doctors on the list she was sent and none of them will help the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. The physician ordered to stop the pump. The alarm, missed refill and pain has not been resolved as the patient is non compliant. The patient has recovered from the attempted "self-induced euthanasia"; it appeared so. The patient's weight and medical history were unknown. The patient has been discharged from his physician. The patient did not want to see another physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was "alarming every 15 minutes" and it was believed to be an empty/reservoir alarm. The patient was in the emergency department (ed). The pump was empty and they wanted to silence the empty reservoir alarm. The pump has been empty since the (B)(6). The reporter planned to confer with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The hcp requested to have the pump turned off. The pump was beeping. The patient has not used the pump in over a year. The pump off code was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jun-09. It was reported that the patient developed ¿a number of severe maladies that no one attributed to the pump.¿ it was reported that he had lost over 50 pounds, from (B)(6) pounds to (B)(6) pounds; both legs were swollen knee to tip of toes "3-4 times regular size"; the soles of both feet felt like "a blowtorch was being held to them" every single morning on waking and stayed burning and painful for about an hour. He stated that the pump worked well during its time but was shut off about ¿(B)(6) 2018¿ after the pain md dropped him as a patient. The patient reported that he lived with the almost constant and aggravating beeping for a few weeks until it was shut off. The patient stated that after just two weeks of beeping (out of drugs in the pump), he stopped his weight loss and actually gained a couple of pounds back. He now weighed about 153 and continued to gain due to a calorie-rich diet. It was stated that there was no more swelling of legs/feet and ¿no longer feet on fire.¿ the patient continued, ¿so obviously I will never use the pump again, if I had continued I would have continued to lose weight, and how much weight can a human lose before he/she is dead?¿ the patient indicated that he would have the pump removed "as soon as I can afford to which will be ?? As I am on social security and for a joke medicaid says I make too much money to qualify for medical help." It was noted that he was temporarily living in iowa but would be moving in early (B)(6) to (B)(6). The patient asked where the closest location he could get the pump ¿re-shut off¿ from in (B)(6), or now in the (B)(6) location, even though it is ¿early(??)¿ per the patient, the manufacturer¿s representative that came to the hospital in (B)(6) said that the pump was shut off for probably a bit over a year, but the patient wanted to make sure the horrible beeping does not trouble him and those around him again, so he would want to ¿re-shut it off say, a couple of months before you think it will begin to sound again.¿ the patient stated that if he finds a pain md in the area he will be relocating to that deals with the manufacturer¿s instruments, then they could deal with it but those chances seem pretty slim. No further complications were reported.

Manufacturer narrative:
Additional information determined that no outcome occurred. Additional information determined serious injury did not occur. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had the pump turned off due to the hcp dropping him as a patient. He had moved and was looking for a hcp to manage the pump. The patient reiterated he lost weight, went (B)(6), and both legs were swollen from the knee to the toes that were 3-4 times the regular size. The event date of weight loss was "about 8 months" prior to (B)(6) 2018, the other symptoms were "about 3 months" prior to (B)(6) 2018. The patient thought the symptoms were due to the medication, as when the pump was empty the symptoms went away. The patient later reported that "a few months ago," it was time for a refill but the patient did not get the refill because of the infection of the sinus. The patient had the pump shut off because he had severe infection of sinusitis. It took a long time to get a rep to turn off the pump and he was told the pump would only stay off for a year. The patient later reported that the pump gave him such severe complications that the patient had to have it shut off, it was literally killing him. On (B)(6) 2018, he needed to find a pain hcp because he was in a lot of pain. He could not afford to have the pump removed and he thought the manufacturer should pay for his pump removal. He reported he had the alarm silenced but the manufacturer representative who did that told him it would start alarming again after one year. The patient was currently working with a general hcp at a pain clinic. There were no further complications reported at this time.